Manufacturer narrative:
The stimwave clinical representative (cr) was present during the implant procedure and confirmed the procedure was performed per the product instructions for use without complication. After the incisions were closed and the dressing was placed, the implanting clinician and the cr exited the room. About two minutes after leaving the room, the anesthesiologist stated that the patient had coded, and the surgical team/nurses started to perform treatment. The patient was escorted to the nearest hospital via ambulance. The implanting clinician explained to the cr that the event was unrelated to the device and most likely a reaction to the anesthesia. The cr followed-up with the patient, who stated he was released from the hospital after treatment and is doing well and receiving pain relief from the stimulators. Based on this information, the patient coding during the procedure was confirmed. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the event is unknown/no problem found.

Event description:
A complaint was received on (B)(6) 2020, for a patient who went into cardiopulmonary arrest (coding). On (B)(6) 2020, the patient had two permanent stimulators implanted.